Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings and blood glucose readings. The customer states they receiving threshold suspend alarm for low readings. The customer states the sensor reading was 40mg/dl and their blood glucose reading was 125mg/dl. Troubleshooting was conducted, and the customer was advised to disconnect sensor, and reconnect in different area. The customer was advised to call back if issues persist.